Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the port was injected with physiological saline and there was absence of venous return and reported suspicion of swelling at the clavicle. Opacification was done and it was reported that the catheter was broken at the jugular level with migration of the distal end into the heart. It is unknown if the fragment/port was removed and/or replaced. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The complaint of a full break in the catheter is confirmed and found more specifically to be due to flexural fatigue. The complaint is therefore related to clinical conditions. The device returned was one segment of groshong blue-striped catheter. No port or catheter lock was returned. A patient information sticker was also returned. Visual observation found the catheter to be broken proximal to the 14-cm depth mark. Residue was visible inside the catheter. The black groshong tip and valve were present. Microscopic evaluation found the break surface was largely smooth, and polished to a degree. The edges were in places smoothed over. The characteristics of the break in the catheter included smoothing of edges and polishing in certain areas. This breakage with characteristic smoothing/polishing occurs over time due to repeated kinking. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
Opacification was done and it was reported that the catheter was broken at the jugular level with migration of the distal end into the heart. The fragment and port were removed and replaced with a new device.